Event description:
It was reported that during a da vinci-assisted surgical procedure, the arms must move intraoperatively. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.